Event description:
Procedure: gastrectomy. According to the reporter: when device was "actioned" a not normal noise was heard. While making the duodenal opening the device resulted to be open and staples were opened and deformed. A second loading unit was used, but the same problem occurred. The surgeon carried on anastomosis in laparoscopy with a suture thread. There were no patient injuries reported, but the surgery time was extended 1 1/2 hours, and antibiotics were administrated to the patient.